Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. Customer¿s blood glucose was 485 mg/dl at the time of incident. Customer called to report that their insulin pump was showing no insulin but the reservoir showed with full bottle on insulin and insulin pump had insulin flow blocked alarm during basal. Customer was unable to completed troubleshooting. The insulin pump will not be returned for analysis.